Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4)

Event description:
It was reported to physio-control that the customer's device showed all three icons (charge-pak, service wrench and attention) in the readiness display. During device evaluation, physio-control observed that the device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the digital pcb assembly caused excess current which then caused the device's internal hybrid layer capacitor (hlc) batteries to deplete. This kept the device from powering on. The digital pcb assembly was then evaluated. It was determined that the cause of the reported issue was due to a capacitor, designator c76 on the digital pcb assembly, having shorted and burned. This capacitor, designator c76 having shorted and burned also damaged the digital pcb assembly. A replacement device was provided to the customer under warranty.